Manufacturer narrative:
Additional information: d10 (date device returned), h6, h11 (summary device evaluation). No additional event clinical information was received. Investigation conclusion: the investigation of the returned coil system found the proximal connector bent and the implant to be stretched at the proximal section and separated from the pusher. The unit did not pass continuity testing due to the proximal connector damage. The investigation found the pusher¿s monofilament profiled a mushroom shape at the proximal end and a tensile break at the distal end, indicating that the implant experienced a partial/delayed detachment. This condition is consistent with a partial thermal activation resulting in the implant to not separate until the device experienced force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the connector and implant damage, but the damage is consistent with the device experiencing forces exceeding the pusher and implant's yield strength. The returned detachment controller was found to function as intended and would not have caused or contributed to the reported event.

Event description:
It was reported that during unspecified embolization procedure, the embolization coil implant passed the electrical continuity test with the detachment controller without issue. When detaching the implant, upon confirming the light indicated green, the detachment button was pushed, but the light turned red. The physician attempted to detach the implant several times without success. When the coil was attempted to be retrieved into the microcatheter, the coil unintentionally detached at the tip of the microcatheter. After waiting for the coil to fully swell, the coil was withdrawn together with the microcatheter and removed from the patient. The procedure was continued with a new coil from a different lot. The same detachment controller was continued to be used and then successfully detached 4 more coils without any problems. Subsequently, the procedure was completed successfully. There was no health damage to the patient.

Manufacturer narrative:
The device was reported available for return but has not yet been received. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.